Event description:
A (B)(6), female, was implanted with an acticon device on (B)(6) 2000. On (B)(6) 2010, the entire device was removed, reason not indicated. Ams has requested additional info.

Manufacturer narrative:
(B)(4): balloon was functional. Cuff had a fatigue leak. Pump performed within specifications. Tubing had operating room damage. Unable to confirm if the event is related to a device malfunction, reason for this revision was not provided. No conclusion can be drawn at this time. Should additional info become available regarding this revision surgery it will be re-evaluated and a follow-up report will be sent.